Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported there were no circumstances that led to going to the bathroom every 2 hours at night. Patient reset from 3.5 to 5.5 setting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastro intestinal/ pelvic floor it was reported that patient was going to the bathroom every two hours. Troubleshooting included syncing device with patient programmer and stimulation on program 1 and 5.5 volts and felt stimulation at the ins site. No further complications were noted or anticipated